Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the left brake will not engage on chair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake engaged/disengaged properly during the bench test. The brake static torque was tested with a torque wrench and exceeded 680 inch-pounds, so the original complaint issue was not confirmed.

Event description:
Per dealer, the left brake will not engage on chair.